Event description:
On october 8, 2010, the lay user/patient contacted lifescan to report the one touch ultra was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date in (B)(6) 2010, the patient took his usual dose of 70/30 insulin and the oral diabetes medication glyburide at 8:30 am. At 9:00 am, the patient obtained the blood glucose reading of 200 mg/dl on the reported meter, and a reading of 70 mg/dl on another meter. Two hours afterwards, the patient experienced the symptoms of feeling "woozy", heart palpitations and confusion. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patients testing technique was correct. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he obtained an elevated blood glucose reading on the reported meter. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.